Event description:
It was reported an empty reservoir occurred (B)(6) 2015 at 0956. The patient apparently missed a refill appointment and allowed the pump to run dry at some point in the near past. Per the logs another empty reservoir occurred on (B)(6) 2015 at 0858. The pump was refilled (B)(6) 2015 at 1:40pm. Per the reporter as the patient was overweight the hcp generally utilizes x-ray or fluoro. The hcp utilized fluoro on (B)(6) 2015 and accessed the pump and put in 20cc of saline and aspirated that and filled with 40cc of drug. The day after the refill the patient had bloody vomiting and changes of level of consciousness so the patient went to the hospital and was currently in the hospital. On saturday (B)(6) 2015 the patient had a radiology appointment as they were trying to determine where the blood was coming from. They did not find a gi bleed. The patient coded from the time of the radiology appointment back to the ICU (intensive care unit) that day. It was also noted that patient had a history of strokes and an MRI taken showed further evidence of a recent stroke. The day of the report the patient was in ICU and intubated. The family thought the patient was responsive now but the nurse does not think patient was responsive. The patient did not respond to any verbal cues from the reporter the day of the report. Per the reporter they were going to empty the pump to confirm erv (expected reservoir volume) vs arv (actual reservoir volume). The hcp did the 25% decrease the day of the report because of the empty reservoir thinking that maybe the patient was receiving too much drug because of the reservoir being empty from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015 it was reported that they met the patient in the ¿vas lab¿ this morning. They expected and found 36.8cc¿s of medication in the pump. The hcp was notified and did a 20% decrease to 253.3mcg/day. Per the reporter the patient still not responsive to verbal cues although his eyes were open wider and he seemed to be looking around the room more today than yesterday. On (B)(6) 2015 information received from the hcp reported that the patient coded during after hospital procedure several days after refill not thought to be related. The empty reservoir did not result in any patient symptoms. An alarm was heard and confirmed through telemetry. The patient¿s mother lost or did not have alarm report. The patient was recently hospitalized. Per the office note on (B)(6) 2015, the patient was seen for a pump refill. The patient had clinical changes since last visit (B)(6) 2014 of fever and septic due to unknown origin thus far, has pneumonia. Per the refill procedure note the patient had the pump refilled (B)(6) 2015. The patient¿s family had heard the alarm the night before and called the answering service after hearing the single alarm from the pump. They had not heard the alarm before that time. The alarm date was (B)(6) 2015 and they had not called the office to make an appointment for the next refill. The hcp had them come to the office urgently. The patient for the last couple of weeks had had increased muscle tone, spasticity, increased sweating and had some fever. The fever resolved but the patient was still sign ificantly tighter and more spastic. Upon reading the pump it indicated that 49.7ml of volume had been dispensed since (B)(6) 2015. The pump was filled and the patient tolerated the procedure well without noted adverse side effects. It was further noted that the patient was still admitted to the micu and the et tube was still in place to assist with suction of copious amounts of secretions but that the patient was now on CPAP to help with keeping o2 saturation up. The patient was also given a diuretic earlier today that has not produced increased urine output. The plan was for the hospital to speak with family today to discuss extubation of the patient. Per the reporter it was still unknown where symptoms are coming from. Per the reporter the hcp was comfortable with the baclofen dosage at present and feels what the patient was experiencing was not due to itb therapy. On (B)(6) 2015, the hcp requested 20% decrease to 202.5mcg/day. The patient was now waiting to be discharged out of the hospital. Per the reporter no discernible changes noted in patient condition with the exception of being extubated and on nasal o2. The patient still not responsive to commands and still just kind of staring off into the distance. Per the nurse who was taking care of patient today say now they believe the patient likely had an other stroke which led to admit. The nurse also stated they had taken care of the patient several times in the past and the patient¿s condition now was no different than their condition in the past. The pump was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6);product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).